Manufacturer narrative:
Patient had a new catheter placed and no other consequences to patient were reported. Disconnect not listed in the instructions for use. Event is still under investigation.

Event description:
A (B)(6) male patient had tpn administration. Catheter noticed by nursing staff to be severed at thin/thick junction. Also at junction of strain relief collar and winged hub. Based on the information provided, a foreign object did not have to be retrieved from the patient. Catheter rewiring for new catheter under general anesthesia.